Event description:
Baxter (B)(4) received a report that an infusor overinfused during patient use. The device allegedly finished infusion in half the expected time. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one infusor containing no fluid in the reservoir as well as a connected patient control module (pcm). Visual examination of the samples showed no sign of physical abnormality. An accuracy flow test was performed on the infusor for 30 hours and a functional test was performed on the pcm. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 7.70 ml/hr, normalized flow rate = 7.90 ml/hr, specification range = 7.20 - 8.80 ml/hr. Additionally, the averaged dispensed volume of the pcm was found to be 1.89 ml. The specified range of the pcm is 1.80 - 2.20 ml. The infusor & pcm produced functional results within the specification range; the devices both performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the u.s and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition